Event description:
The product was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and applied another to complete the procedure. The hospital reported no patient injury occurred.